Event description:
The customer reported a leak from reagent probe b of the unicel dxc 600i synchron access clinical system. The customer indicated that the leak was contained within the instrument. The customer dried the leak using paper towels but stated that the instrument continued to leak from reagent probe b's wash collar when priming the instrument. The customer was wearing personal protective equipment consisting of gloves, gown and eye protection during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that reagent probe a was leaking under the wash collar during the probe cleaning. The fse replaced the wash collar but the leak persisted. The fse then replaced the wash collar valve to resolve the leak. The fse verified that reagent probe a was leaking instead of reagent probe b and stated that the customer misidentified which probe was leaking during the initial call. Failure mode of the leak is attributed to the reagent probe a valve. Beckman coulter internal identifier for this report is (B)(4).